Event description:
A covidien ligasure impact was opened for a right salping oophorectomy. Device was plugged in but upon trying to use it within the patient's abdomen, the monitor alarmed and said a variety of troubleshooting methods to fix it. We tried everything and then decided to just open a new instrument. The new instrument worked fine and this defective one was confiscated for risk.